Event description:
One pt with discrepant sodium results. Initial result 132 mmol/l, repeat 138 mmol/l. Initial result was not reported. The user cleaned the mix tower and ise tubing which resolved the issue.